Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous proximal left circumflex artery. A 28mm x 3.50mm promus premier¿ stent was advanced to the lesion but was unable to cross. When the device was checked outside the patient, it was noted that the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The stent was damaged. The struts on the seventh most distal row were raised off the balloon material and bent in the direction of the tip. This type of damage is consistent with the stent meeting resistance during the withdrawal of the device from the patient. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous proximal left circumflex artery. A 28mm x 3.50mm promus premier¿ stent was advanced to the lesion but was unable to cross. When the device was checked outside the patient, it was noted that the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.